Manufacturer narrative:
Updated data: b5 a third paragraph was added; h6 annex e and annex f corrected data: b3 date of event; h6 e0601 was removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the morning following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), in a patient with a pectus birth defect and a minimal gradient prior to and immediately after the implant, ectopy was noted. Subsequently, an echocardiogram revealed that the mean gradient had elevated to 40 mm hg with evidence of leaflet thickening. Later that same day, fluoroscopy on the valve revealed a stent fracture obstructing the right ventricular outflow tract (lvoto). The following day, the valve was explanted, and a new valve was implanted in the patient. The patient¿s hospital stay was extended due to the complication. No additional adverse patient effects were reported. Additional information was reported that one day following implant of the tpbv, surveillance post-procedural imaging (electrocardiogram, chest x-ray, and echocardiogram) were performed. When viewing the images, in addition to the lvoto, a bioprosthesis frame with collapse was noted, and row 6 of the valve frame appeared to have posterior motion. The physician noted the pediatric patient was a recipient in a pulmonary valve study and had a non-obvious pectus excavatum. The physician questioned whether the pectus was related to the valve frame fracture. Within 24-hours from the implant, the patient was transferred to surgery. The medtronic valve was explanted, and a non-medtronic stent was placed. The explanted valve was sent to pathology. Additional information was reported that previously reported ectopy was described as ectopic beats. The premature beats were noted to be transient. The patient was not on anti-arrhythmic medications prior to nor following the implant of the tpbv. Per the physician, the ectopic beats were not an arrythmia. The previously reported bioprosthesis frame collapse was also described from a transthoracic echocardiogram (tte) as a dynamic narrowing of the proximal valve stent. The implanting physician believed that the fracture occurred prior to leaving the catheterization laboratory after the implant. It was confirmed that the tpbv was explanted two days after the implant and a surgical valve was implanted. It was noted that the patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the explant report indicated that the pericardial leaflets had minimal to mild acute platelet/fibrin thrombus, predominantly at the basal outflow region of leaflet 1 and leaflet 3. The valve frame showed patchy minimal thrombus deposition around frame components.

Manufacturer narrative:
Updated data: b5 product analysis: the images that were provided corresponded to the implant procedure where we can appreciate the row 6 was sit into the right ventricular outflow tract (rvot) and a motion was appreciated; however, it was not possible to confirm if the native anatomy had the min ¿max size to sit the inflow portion of the valve. There was not evidence of a stent fracture in the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the morning following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), in a patient with a pectus birth defect and a minimal gradient prior to and immediately after implant, ectopy was noted. Subsequently, an echocardiogram revealed that the mean gradient had elevated to 40 mm hg with evidence of leaflet thickening. Later that same day, fluoroscopy on the valve revealed a stent fracture obstructing the right ventricular outflow tract (rvoto). The following day, the valve was explanted, and a new valve was implanted in the patient. The patient¿s hospital stay was extended due to the complication. No additional adverse patient effects were reported. Additional information was reported that one day following implant of the tpbv, surveillance post-procedural imaging (electrocardiogram, chest x-ray, and echocardiogram) were performed. When viewing the images, in addition to the rvoto, bioprosthesis frame with collapse was noted and row 6 of the valve frame appeared to have posterior motion. The physician noted the pediatric patient was a recipient in a pulmonary valve study and had a non-obvious pectus excavatum. The physician questioned whether the pectus was related to the valve frame fracture. Within 24-hours from implant, the patient was transferred to surgery. The medtronic valve was explanted and a non-medtronic stent was placed. The explanted valve was sent to pathology. Additional information was reported that previously reported ectopy was described as ectopic beats. The premature beats were noted to be transient. The patient was not on anti-arrhythmic medications prior to nor following the implant of the tpbv. Per the physician, the ectopic beats were not an arrythmia. The previously reported bioprosthesis frame collapse was also described from transthoracic echocardiogram (tte) as a dynamic narrowing of the proximal valve stent. The implanting physician believed that the fracture occurred prior to leaving the catheterization laboratory after implant. It was confirmed that the tpbv was explanted two days after implant and a surgical valve was implanted. It was noted that the patient recovered. Additional information was reported that the replacement surgical valve was a non-medtronic 27-millimeter (mm) valve.

Manufacturer narrative:
The previously documented lvot was changed to rvot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the morning following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), in a patient with a pectus birth defect and a minimal gradient prior to and immediately after implant, ectopy was noted. Subsequently, an echocardiogram revealed that the mean gradient had elevated to 40 mm hg with evidence of leaflet thickening. Later that same day, fluoroscopy on the valve revealed a stent fracture obstructing the right ventricular outflow tract (lvoto). The following day, the valve was explanted and a new valve was implanted in the patient. The patient¿s hospital stay was extended due to the complication. No additional adverse patient effects were reported. Additional information was reported that one day following implant of the tpbv, surveillance post-procedural imaging (electrocardiogram, chest x-ray, and echocardiogram) were performed. When viewing the images, in addition to the lvoto, bioprosthesis frame with collapse was noted and row 6 of the valve frame appeared to have posterior motion. The physician noted the pediatric patient was a recipient in a pulmonary valve study and had a non-obvious pectus excavatum. The physician questioned whether the pectus was related to the valve frame fracture. Within 24-hours from implant, the patient was transferred to surgery. The medtronic valve was explanted and a non-medtronic stent was placed. The explanted valve was sent to pathology.

Manufacturer narrative:
Updated data: a.5a. Ethnicity was added. A5b. Patient race was added. B2. Outcome attributed to adverse event was updated to include "hospitalization". B5. A second paragraph was added. D9. The complaint device was received for analysis. G2. Report source was updated to include "study". H3. The complaint device was received by medtronic for analysis. H6. Additional device codes were added. The eval method, result, and conclusion codes were updated. Product analysis: the device was received for analysis; however, the analysis and investigation of this device remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5; h6 concomitant medical products: product ID {harmony-dcs}; product lot/serial number {unknown}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} physical analysis: the device was received in a heart valve return kit fully submerged in cloudy unknown solution. The valve exhibited an ovoid shape at the inflow aspect. A fracture was found on strut 1 of the frame. Visual evaluation of the valve showed that leaflets 1 and 3 appeared to be in a partially closed position while leaflet 2 was open towards the tissue wall. It was noted, all leaflets were previously sectioned. The mid-sections of all three leaflets were excised. There was minimal acute thrombotic-appearing host material present on the outflow of leaflets 1 and 3. Thrombotic-appearing host material appeared to localize at the margin of attachment. There was no evidence of thrombotic host material was noted on the outflow of leaflet 2. The leaflets appeared smooth and flexible on the inflow. All commissures appeared intact, and no damage observed. Acute adherent fibrin deposition were noted on the outer and inner surfaces of the valve. A fracture was found at the junction of strut 1 and 2, adjacent to leaflet 3. One fractured end was not visible and appeared to be embedded within the fabric. The other fractured end was exposed and was protruding out of the inner surface of the fabric. The face of the exposed fractured end exhibited a concave appearance. Multiple scratches were found on struts 1 and 2 of the frame. The fabric appeared discolored showing evidence of blood contact. A minimal amount of adherent tan-white soft host tissue was noted on the outer and inner surfaces of the fabric. Outside of the puncture on the fabric caused by the frame fracture, there were no other damages noted on the exposed areas of the fabric. Similar adherent soft host tissue was observed along the valve¿s sutures. One suture was visibly frayed near one of the inflow loops. There were no other damages noted on the sutures. Radiography did not reveal calcification on the valve. Radiography did confirm the frame fracture on strut 1. No other fractures were revealed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that following the implant of the tpbv, chest pain occurred. The chest pain was noted to have resolved.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that the dynamic narrowing of the proximal valve stent, was also described as global mild to moderate obstruction across the proximal stent and valve following placement of the tpvv. During the tpbv replacement, a sternotomy included a left pulmonary artery plasty with photfix pericardium.

Event description:
Medtronic received information that the morning following the implant of this transcatheter bioprosthetic pulmonary valve in a patient with a pectus birth defect and a minimal gradient prior to and immediately after implant, ectopy was noted. Subsequently, an echocardiogram revealed that the mean gradient had elevated to 40 mm hg with evidence of leaflet thickening. Later that same day, fluoroscopy on the valve revealed a stent fracture obstructing the right ventricular outflow tract. The following day, the valve was explanted and a new valve was implanted in the patient. The patient¿s hospital stay was extended due to the complication. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - a fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the morning following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), in a patient with a pectus birth defect and a minimal gradient prior to and immediately after the implant, ectopy was noted. Subsequently, an echocardiogram revealed that the mean gradient had elevated to 40 mm hg with evidence of leaflet thickening. Later that same day, fluoroscopy on the valve revealed a stent fracture obstructing the right ventricular outflow tract (lvoto). The following day, the valve was explanted, and a new valve was implanted in the patient. The patient¿s hospital stay was extended due to the complication. No additional adverse patient effects were reported. Additional information was reported that one day following implant of the tpbv, surveillance post-procedural imaging (electrocardiogram, chest x-ray, and echocardiogram) were performed. When viewing the images, in addition to the lvoto, a bioprosthesis frame with collapse was noted, and row 6 of the valve frame appeared to have posterior motion. The physician noted the pediatric patient was a recipient in a pulmonary valve study and had a non-obvious pectus excavatum. The physician questioned whether the pectus was related to the valve frame fracture. Within 24-hours from the implant, the patient was transferred to surgery. The medtronic valve was explanted, and a non-medtronic stent was placed. The explanted valve was sent to pathology. Additional information was reported that previously reported ectopy was described as ectopic beats. The premature beats were noted to be transient. The patient was not on anti-arrhythmic medications prior to nor following the implant of the tpbv. Per the physician, the ectopic beats were not an arrythmia. The previously reported bioprosthesis frame collapse was also described from a transthoracic echocardiogram (tte) as a dynamic narrowing of the proximal valve stent. The implanting physician believed that the fracture occurred prior to leaving the catheterization laboratory after the implant. It was confirmed that the tpbv was explanted two days after the implant and a surgical valve was implanted. It was noted that the patient recovered. Additional information was reported that the replacement surgical valve was a non-medtronic 27-millimeter (mm) valve.